Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s leads were disconnected after her neck surgery. The pain stimulation system was inactivated 3-4 years prior to the report. The incident caused her to experience terrible pain in her back, and that is why she wants someone who can remove it. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and chronic low back pain. The patient reported that the wires were removed; however, the hcp reviewed the x-ray and stated it appeared they were cut. No additional information regarding the incident was received. No symptoms were reported. No further complications were reported. Follow-up was conducted.